Event description:
It was reported that the customer experienced an issue with 8mm mega suturecut needle driver instrument. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : there was a tiny piece of cable sticking out. Damage was located where instrument enters patient body. The instrument was not closing properly and was getting stuck at times. The instrument was not properly grasping needle. No shakiness or friction were experienced.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and the instrument was found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was a tiny piece of cable sticking out. Damage was located where instrument enters patient body. The instrument was not closing properly and was getting stuck at times. The instrument was not properly grasping needle. No shakiness or friction were experienced.

Event description:
Refer to h11 for follow-up information.